Event description:
It was reported that during a sleeve gastrectomy procedure, after the fifth firing of device with green reload, the device was opened and surgeon noted that one side of staple line had fired all three rows of staples but the patient side of staple line had only fired one staple line. Seam guard was used on this fifth firing of device and surgeon said device was fired over existing staple line on this fifth firing. The surgeon said he could see yellow plastic drivers coming out of holes mid-fire on fifth firing and one piece of the yellow plastic popped out into patient¿s belly. This yellow piece of plastic was retrieved. The case was completed with a new device of same product code and new green reload. Surgeon said he used this new device and reload to resect just beyond the fifth firing staple line, which also removed the seam guard that was used on fifth firing. The surgeon said the staple line of final firing with new device and reload looked good (staple line looked good and no oozing noted). There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60g reload present. Additionally, the reload was received with the left side fully fired, right side outer row fully fired, right side inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.